Manufacturer narrative:
A device service history review has been performed and identified that the unit was manufactured in 2019 and no other similar events have been reported. Based on the technical intervention performed and investigation results of a similar events, it cannot be ruled out that a problem with the stirrer motor bearing led to the issue. Water infiltration, water formation due to condensation, high level of humidity and high temperatures may led to corrosion formation at the level of the balls of the bearing preventing the motor shaft from rotating freely.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to fix the issue, stirring mechanism was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message associated to stirring mechanism that does not start (power consumption too low), when the device was turned on. There was no patient involvement.